Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344.h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted that an unspecified number of patient isolate results are being interrupted as intermediated when the expected result is resistant. The user verified the final result prior to release to providers. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted that an unspecified number of patient isolate results are being interrupted as intermediated when the expected result is resistant. The user verified the final result prior to release to providers. No health impact or consequence reported.

Manufacturer narrative:
Introduction: a complaint alleges that regarding the results coming into data innovation, which is the lis vendor that is used with bd products, the interpreter keeps being switched from r for resistance to I for intermediate. Material #: 443624. Serial #: (B)(6). Investigational testing/ review: remote support was provided to the customer. The support specialist had epicenter stop sending instrument and susceptibility intermediate resistance results and instead only send the final results. Then the support specialist turned off lis field mapping uploads 4.1.4 and 4.1.5 and verified a final results upload. The customer reported results being uploaded correctly after configuration changes and a week of results uploading. Service history review for this instrument was completed and revealed no previous complaints related to this issue. Conclusion / outcome: this is a confirmed failure of a bd product. The root cause of the failure was the configuration settings of the customer's lis vendor. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.